Manufacturer narrative:
This supplemental report is submitted to provide the results of the investigation. Updates to sections h3 and h6. The explanted lal was returned to rxsight. A visual inspection of the lal revealed a bump on the lens confirming the treating physician's observation of a "distortion."

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A light adjustable lens (lal, sn (B)(6), +20.0d) was implanted in the patient's left eye (B)(6) 2023. The patient had only one light adjustment and no lock-in treatments postoperatively. Upon returning to the clinic on (B)(6) 2025, the patient complained of blurry vision. On (B)(6) 2025, approximately 24 months after the implant surgery, the lal was explanted and a new lal (sn (B)(6), +20.0d) implanted as a replacement. At the time of the intraocular lens exchange, the treating physician noted that the explanted lens was "distorted".